Event description:
This spontaneous case report was rec'd from a physician in the united states on (B)(6) 2014. The report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and never did a hsg (hysterosalpingogram), she experienced pain and bilateral perforation was found, reporter believes it was half in and half out, after hysterectomy pathology coils were not found. No info was given on patient's history, past drugs, concomitant medication and concurrent conditions. On an unspecified date, the patient had essure (fallopian tube occlusion insert) inserted. They never did a hsg (hysterosalpingogram). On an unspecified date, six months after essure placement, the patient experienced bilateral complaints of pain. A pelvic ultrasound was ordered and found bilateral perforation. Reporter believed it was half in and half out. They did a hysterectomy (date unspecified). On pathology evaluation they could not find any coils at all. They did not x-ray the uterus after removal, but reporter is sure the coils were not there. Reporter did not assess device-event relationship. F/u (B)(4) 2014: no further info could be obtained from physician up to date.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.